Manufacturer narrative:
Based upon new information received, this event was re-evaluated and is considered no longer reportable - no malfunction or serious injury.

Manufacturer narrative:
Investigation results: the device was not provided for investigation. Therefore a investigation of the device itself was not possible. Due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Based on the provided information and without a product for investigation, a clear conclusion can not be drawn. However, based on our experience we assume that the surgeon spread the down tube not completely with the removal key as mentioned in the IFU, so that the catch broke off during removal. A CAPA was initiated to create a further cause analysis.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a ennovate mis downtube short. According to the complaint description the downtube detached from the screw during surgery. The surgeon was unable to reattach the downtube per normal procedure to the screw. After surgery it was recognized that the arms of the downtube were bowed and bent. The procedure was a spinal fusion. This malfunction caused an unspecified surgical delay. There was no patient harm. Additional information was not provided. The malfunction is filed under aag reference (B)(4).